Event description:
Event became reportable based on investigation completed on 01/22/2007. It was reported that during a angioplasty procedure, the physician could not advance a diagnostic catheter over the zipwire hydrophilic guide wire because the wire was "sticky". The lesion being treated was in the superficial femoral artery (sfa). The zipwire and catheter were both removed and the procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "fine".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The wire was returned still lodged in the catheter. The wire exhibited a bend 4.5 - 6.3 cm from the distal tip. The coating surface appears spotty and inconsistent with a worn fishing and scattered minor scrapes and coating clumps. When hydrated, the coating feels patchy and inconsistent. The wire hydrates readily and remains hydrated for approximately 38 seconds by tactile examination. Except where noted, the wire does not present any indication of manufacturing defect or anomaly. A review of the release testing indicates lubricity was within specification. The catheter tip profile appears to present and opportunity for the catheter tip to displace the hydrophilic coating as the catheter is advanced over the wire. Displacing the coating would present a risk of increased friction between the catheter and the zipwire. The device history records relative to the manufacturing, inspecting and packing of this lot was determined to be acceptable. The root cause of the coating damage could not be determined.